Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer biomedical engineer (biomed). The rse found that the beds in "6i" did not have caregroup chicklets. The rse had the master "6imicov1" rebooted to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was not able to be determined. The reported problem was confirmed. The device was operational after the device was rebooted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Good faith efforts were made to obtain the UDI and software information; no further information was provided.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on a patient information center ix (pic ix) indicating that the pic ix central station was not receiving alarms from the patient rooms. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.